Event description:
It was reported, that the patient presented in clinic, due to chest pain from a cardiac perforation. Device interrogation revealed, failure to capture on the right ventricular (rv) lead. The physician elected to reposition the lead. The patient is recovering.